Manufacturer narrative:
Device eval: the device was disposed of by the hospital; therefore, no direct prod analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 12atms when inflated for about 10 seconds on the first inflation. The device was removed intact. The lesion being treated was located in the severely tortuous, severely calcified and 99% stenotic proximal right coronary artery (rca). The procedure was successfully completed with another quantum maverick balloon. Pt status is listed as "good".